Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited an error message and an interrogation problem. No intervention was performed. The patient will continue to be monitored and the patient was in stable condition.